Event description:
Covidien-(B) (4) received a report of a n-560 with no alarm. The customer was contacted and provide info that the device did not alarm, it was in use on a newborn at the time. The baby was monitored and the anomaly was immediately detected. No pt harm.